Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test and unexpected restart alarm. No unexpected restart or watchdog timeout alarm anomalies noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed - unexpected restart. The customer¿s blood glucose level was 272 mg/dl at the time of the incident. The customer reported that she was receiving the unexpected restart during normal use. The customer was advised that the insulin pump needed to be. The insulin pump will be returned for analysis